Event description:
It was reported that during coil embolization of an evar case, the coil unintentionally detached partially within the microcatheter. The coil was successfully removed using an endovascular snare. The procedure was completed with other devices successfully. No patient harm was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature detachment as potential complications associated with use of the device.